Manufacturer narrative:
The customer pulled 10 random patient samples for repeat and the results were comparable. The customer changed the electrodes and ran precision studies. The investigation could not identify a product problem. The cause of the event could not be determined. This event occurred in (B)(6).

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with ise indirect na, cl for gen.2 on a cobas 6000 c (501) module. The initial values were reported outside of the laboratory to the doctor. The doctor questioned the result because the patient had already been given treatment for low sodium, so it was impossible the na result was still low. The sample initially resulted with an na value of 96 mmol/l. The sample was repeated four times, resulting with na values of 99 mmol/l, 126 mmol/l, 126 mmol/l, and 125 mmol/l. The sample initially resulted with a cl value of 117.2 mmol/l. The sample was repeated three times, resulting with cl values of 89.1 mmol/l, 89.2 mmol/l, and 88.3 mmol/l. The na electrode lot number was d50, with an expiration date of 30-mar-2021. The cl electrode lot number was u42, with an expiration date of 15-mar-2020.